Event description:
The customer reported having problems with her insulin pump, and it was flushing strange numbers. The customer has been using manual injections. Reviewed the settings and they were correct. The alarm history revealed low reservoir, no power, low battery, button error, and no reservoir alarms. The caller stated being very ill and in the hospital as well having dialysis since she got out of the hospital. Then the customer's husband called and stated that her hospitalization was not related to the insulin pump or diabetes; it was due to kidney infection that she has been dealing for a while. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery tube. Further testing could not be performed due to the blank display. The device had broken battery tube threads, scratched screen, cracked reservoir tube and cracked reservoir tube lip.